Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The unit had cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported a battery out limit alarm. The customer's blood glucose was 113 mg/dl. Customer stated the alarm occurred after a battery change. The customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.